Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd plastipak¿ luer-lok¿ 30 ml syringe. The following information was provided by the initial reporter, "before use of 30 ml syringe the staff has observed impurities in a bd 30 ml syringe. Similar has been experienced in a few syringes earlier in the production."